Event description:
2024-oct-25, rpl (B)(4), rtg (B)(4) (con): information was received, from a patient regarding an external device. The reason for call, was patient reported, the recharger is not working to charge the implanted neurostimulator, since wednesday. Patient stated, they are getting message can't find device. And the recharger telemetry module (rtm) antenna paddle gets really hot when recharging the implantable neurostimulator (ins), since couple days ago. Patient services (pss) asked, patient to inspect the recharging antenna for damage. And patient said, there is no visible damage on the cord. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.